Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with difficult anatomic conditions leading to increased friction. Insufficient flushing of the device may be another contributing factor. Based on the information available and as no sample was returned, a definite root cause could not be determined. The IFU states that the delivery system must be flushed prior to use. Furthermore, the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Also the IFU states: "higher deployment force may be encountered with longer length stent grafts or in tortuous anatomy."

Event description:
It was reported that the stent graft was difficult to deploy at the venous anastomosis of an a/v graft. Finally, the stent graft could be deployed over the stenotic area successfully. There was no reported patient injury.